Manufacturer narrative:
Date of event: exact date unknown, event occurred in august 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5130811/7045332.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead explant procedure. The explanted devices were discarded by the facility and will not be returned.